Manufacturer narrative:
(B)(4). The device was reportedly deployed in an 8-french sized access site. Under indications for use the prostar xl device instructions for use states that prostar xl 10-french percutaneous vascular closure system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patients who have undergone catheterization procedures using 8.5-french to 10-french sheaths. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reported information and the inspection criteria a definitive cause for the reported event and associated patient effects could not be determined. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event and therapy are estimated as date of publication, 05/02/2012. Philipp kahlert, md; fadi al-rashid, md; bjo rn plicht, md; thomas konorza, md; till neumann, md; matthias thielmann, md, faha; daniel wendt, md; raimund erbel,md, fesc, faha, facc, fase; and holger eggebrecht, md, fesc, facc. (Catheterization and cardiovascular interventions 2013; 81:e139e150): suture-mediated arterial access site closure after transfemoral aortic valve implantation.

Event description:
This information was captured based on literature review: a retrospective analysis was performed to evaluate feasibility, safety, and efficacy of percutaneous arterial access site closure after transfemoral, transcatheter aortic valve implantation (tf-tavi) using a single, commercially available six french monofilament suture-mediated vascular closure device (vcd) in preclosure- technique. Patient number: 92. Description of event: continuous puncture site bleeding. Duration of follow-up (months): 1. Treatment /outcome: vascular surgery (not recovered) in-hospital death. No additional information provided.